Event description:
Mother of a male pt reported he was experiencing infusion set tubing separating from luer lock. She indicated that the first occurrence was at the end of april. Patient had also experienced moisture around the headset. Mother stated that patient's blood glucose was in the 400's mg/dl (normal 90-120 mg/dl). Caller did not report any symptoms associated with elevated blood glucose. Patient changed the infusion set and administered a bolus to reduce his blood glcose levels. No medical assistance was required to address the elevated blood glucose. Product is being returned for evaluation.

Manufacturer narrative:
Issue described to agency .